Manufacturer narrative:
Investigation summary: information received on 09/11/2025: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding the microbore ext set, 6 inch, clave connector, prepierced t-site where it was reported that "they started new IV site on an infant and within 30 minutes, the IV hub (microbore extension set 6-inch clave connector, pre-pierced t-site) was leaking. The IV insertion site was intact, but the fluids were leaking around the hub. IV was redressed and flushed with new IV hub and issue did not happen again." There was no reported harm.